Event description:
It was reported that the patient experienced increased pain. A two-tone critical alarm was heard and confirmed by telemetry. The alarm was due to an intermittent motor stall. The pump stalled and recovered multiple times in the last week or so. The patient reported being in bed and not having any new mattress, blanket, etc, or cause of emi. The patient was stalled for about 2 hours. Per another reporter the stall was constant. The last stall had not recovered. Magnetic interference was ruled out. The pump was replaced. It was noted there was no injury. Patient status was noted as recovered without sequela; patient was doing well. The pump was delivering morphine and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#8731sc, serial# (B)(4), implanted: (B)(4) 2011, explanted:unk; dacron pouch model# 8590-1, lot# n289929, implanted: (B)(6) 2011, explanted:unk. (B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.